Event description:
New information listed in section h10.

Manufacturer narrative:
The device was returned and the complaint was confirmed. Examination of the returned device identified and confirmed the distal tip fractured as a result of off angled excessive force, though manufacturing reviews note the device was released for use on jan 16th 2019 and likely wear fatigue from excessive use is a contributor. The fractured tip per surgeons prerogative was left in-situ fixed in the screw head the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required. Label review: " do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration." "Pre-operative warnings - the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting." "The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." "Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive. Instruments provided non-sterile can be single-use or reusable. Discard single-use instruments after use. Reusable instruments should be reprocessed using instructions provided."

Manufacturer narrative:
No device was returned and no radiographs could be provided confirming the alleged complaint. Review of the design history records show material batch ms5491 was released into the field (B)(6) 2019. While root cause of the fracture cannot be determined review of similar events suggest off angled excessive force and or aged wear fatigue as possible causes or contributors. No additional investigation can be completed. Label review "... Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration..." "... Pre-operative warnings - the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting..." "... The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." "... Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive. Instruments provided non-sterile can be single-use or reusable. Discard single-use instruments after use. Reusable instruments should be reprocessed using instructions provided .."

Event description:
On (B)(6) 2016 a patient underwent a intervertebral fusion procedure from l1 to s2. During the procedure the distal tip of the inserter sheared off into the implant. The tip of the instrument was irretrievable and the shear point on the threaded tip was embedded in the implant with no evidence of the remaining tip protruding from the exterior margins of the implant. There was also no evidence of loose fragmentation. The procedure was completed without issues and no adverse consequences to the patient were reported.